Event description:
It was reported that insulin gauge on pump displayed amount different than expected and showed a static fill estimate of 75 units even while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was informed that this could occur due to large variance in measured pressures used to calculate remaining insulin, and was advised that once actual insulin in cartridge matched static value, fill estimate would resume counting down normally, which customer understood and acknowledged.